Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The patient had a refill on (B)(6) 2014 and by friday the patient started to feel sick. The patient stated ¿her body feels like it¿s full of morphine, sensation of pin prick in her eyes and lethargic.¿ the patient also felt nauseous at first. Per the patient during the refill the person ¿missed twice.¿ the patient had been sleeping (B)(6) 2014, and today. The patient could not reach their healthcare provider (hcp) and had been told in the past to go to the ER (emergency room) if the patient had any problems. The pump was used to deliver morphine. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.